Manufacturer narrative:
(B)(4). Visual inspection was performed and white floating particulate was observed inside the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was found floating in a small volume intermate. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.